Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and experiencing lows after and customer visited to emergency room on (B)(6) 2021. Customer¿s blood glucose level was 489 mg/dl at the time of hospitalization. Customer¿s blood glucose level at time of incident was 37 mg/dl. Customer¿s blood glucose level was 180 mg/dl. Customer was treated with manual injection for high blood glucose level. Customer was treated with juice for low glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer was reporting symptoms related to their low blood glucose was shaking, sweating, mental confusion for low blood glucose. Customer was reporting symptoms like related to their high blood glucose vomiting, difficulty and breathing. Customer stated that insulin pump displacement test, self test and fill cannula and the pump passed all the test. Customer assisted troubleshooting for high blood glucose level. Customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.frn-unk-rsvr, unomed set